Manufacturer narrative:
According to the complainant, the suspect device is not available for return, due to contamination. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe was used during a endoscopic procedure (patient gender, age, and weight are unknown). According to the complainant, the probe malfunctioned. The needle should be able to extend and retract. However, the needle did not do this. They did complete the procedure with the needle extended the entire time, which made it very difficult. They removed the scope with the needle extended, which made it dangerous for the patient. However, there were no patient complications reported as a result of this event.